Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an automated impella controller (aic) failed to recognize the impella cp pump. Despite connecting the pump, the aic continued to request the grey connector to be attached. The nurse restarted the cycle twice before the aic finally recognized the pump correctly. There was no patient harm reported.

Manufacturer narrative:
The investigation of pump not detected has been completed. The console was received for investigation. Data analysis: the case associated with the reported complaint was initiated on mar 20, 2025. At step 3 of the case start wizard, since the pump connection was not recognized for 20 seconds, the epm was reset automatically. Even after the reset the pump was not recognized, and the console displayed ¿connect grey connectors screen¿. The user re-initiated the case start wizard; at step 3, the pump was not recognized again. This time, the user canceled the case start wizard after 17 seconds. (Note: by design, at step 3 of the case start wizard, if the pump is not recognized for 20 seconds, the epm will be reset automatically at the 20th second.) On the third attempt of re-initiating the case start wizard, the pump was recognized after the epm reset. Support was then provided for 1 hour and 33 minutes. On april 9, 2025, the console encountered the same issue with recognizing the pump connection initially. On the second attempt of re-initiating the case start wizard, the pump was recognized after the epm reset. Support was then given for 1 hour and 7 minutes. This confirms the reported failure mode. Device analysis: this console was tested after arriving at fs. The reported failure mode was reproduced 1 out of 10 attempts. The console was power cycled 10 times. Each time, via the ¿case start¿ wizard, upon connecting the pump after the epm reset, the pump connection was recognized for the initial 9 times. However, on the 10th attempt, the pump was not recognized at step 3 of the ¿case start¿ wizard. Root cause: the pump detection issue was due to a rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a software mitigation in place.